Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were likely marked as inactive, which prevented them from appearing in the system. A technical support specialist identified that someone on the customer¿s end had increased the inactivity threshold, allowing the patients to become visible again and then the station logs had shown no signs of communication issues prior to the reboot, nor any differences afterward, making it difficult to determine what might have caused the issue and the issue did not persist. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system patients didn't appear but appeared after reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.